Manufacturer narrative:
Correction: e2. Additional information: h3, h6, h10. A review of the complaint history record in was performed for the sn(B)(6) which confirmed similar complaints with the same or related failure mode for this customer. A review of the device history record showed the device had a manufacture date of (B)(6) 2013. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn (B)(6) was performed which confirmed that this device was not involved in a production failure, which correlates to the customer reported issue.

Event description:
It was reported that the device had alarmed for no apparent reason "check IV set". No patient involvement.

Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device had alarmed for no apparent reason "check IV set". No patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced upper pressure sensor for check IV alarms for no apparent reason. Replaced corroded right iui. A review of the device history record showed the device had a manufacture date of 09 may 2013. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for (B)(6) was performed which confirmed that this device was not involved in a production failure, which correlates to the customer reported issue. Based on the findings, service determined that the proximate cause of the reported issue was due to electrical failure of the pressure sensor for check IV error. A bottle side (upper) pressure sensor failure was confirmed and replicated during testing. Testing of the returned alaris¿ pump model 8100 confirmed that the bottle side pressure sensor was faulty. The pressure sensor was replaced with a known good part and allowed to infuse with no alarms or malfunctions occurring. A review of the complaint history record in trackwise and sap was performed for the (B)(6) which confirmed similar complaints with the same or related failure mode for this customer. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA. CAPA #ca-2018-0161 for iui's. CAPA #pa-2014-0026 for pressure sensor.

Event description:
It was reported that the device had alarmed for no apparent reason "check IV set." No patient involvement.